Manufacturer narrative:
A gas delivery system (gds) was returned for analysis. Visual inspection of the returned gds revealed no anomalies. An investigation was performed, and the customer complaint was verified. Root cause was failure of airflow sensor, caused by u1 drifting out of calibration.

Event description:
It was reported to philips that the device had a low leak, co2 rebreathing risk alarm. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The customer confirmed the whisper swivel is in line with the test lung. The remote service engineer (rse) advised the customer to verify good o2 (oxygen) source by monitoring the o2 inlet pressure during o2 flow testing and if good, to replace the flow sensor assembly. The customer replaced the flow sensor assembly and passes all performance verification test (pvt). Unit operates with no "low leak" alarms and operates as expected. The service history record for this device was reviewed for similar symptoms. No relevant symptoms were found in the device service history record.